Event description:
It was reported that the patient went to emergency room after hearing the alert tone. The alert events indicate right ventricular pacing impedance was not taken. The atrial lead had no capture. It was further reported that the atrial lead was found to have dislodged. The lead was partially explanted and replaced, and was damaged during explant. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went to emergency room after hearing the alert tone. The alert events indicate right ventricular pacing impedance was not taken. The atrial lead had no capture. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The outer insulation was noted to be breached (clavicle-rib crush). Blood/body fluid was found on all conductors (not obstructed) and all conductors appeared stretched. The outer insulation exhibited a cosmetic depression, and the inner insulation was kinked buckled. The lead appeared stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.